Event description:
Event description guidant/crm received information that this endotak c lead was removed from service due to a lead fracture and insulation damage. Two guidant leads were implanted without issue.